Event description:
It was reported that the pen ii omnitrope pen 10 experienced difficulty functioning with the customer stating that the device would "get stuck."

Manufacturer narrative:
Correction: per received email, the reason code for no evaluation, if other specify, have been updated. The following information has been corrected: h.3. Reason code for no evaluation: other. H.3. If other specify.

Manufacturer narrative:
Date of event: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for high resistance detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: unconfirmed, no issue observed.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced difficulty functioning with the customer stating that the device would "get stuck."